Event description:
It was reported that (1) device was used during a laparoscopic nissen fundoplication. It was reported by the affiliate that the 511sd seal was torn while only the 10mm optic camera was being used inside the trocar (no insertion of sharp instruments). There was no consequence to the pt.